Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he woke up with a high blood glucose this morning and has not been able to get them to come down. Customer's blood glucose was 443 mg/dl at the time of the incident. Customer's current blood glucose was 475 mg/dl. Customer treated with a pump bolus. Troubleshooting was performed and the settings were programmed accurately. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change.